Event description:
A malfunction alarm was reported, displaying malfunction code malf 16, which was non-resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer used multiple daily injections as a backup therapy and was instructed by technical support to put the pump into storage mode and return it. A replacement pump was shipped to the customer.